Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked at the connection where the infusion set tubing connected to the cartridge luer lock. Reportedly, the luer lock connection was tight/straight and the customer did not observe damage on the tubing connection or luer lock. The customer's blood glucose (bg) level was 300 mg/dl. The customer reported having active insulin in the body to address the bg level. Reportedly, the supplies were changed to address the event.